Manufacturer narrative:
Weight-ethnicity: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that 12.6mm vticmo 12.6 implantable collamer lens of -12.0/5.0/035 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause reported as unknown.